Manufacturer narrative:
Additional information was added to h3, h4 and h6. H4: lot manufacture date: january 30, 2019 - january 31, 2019. H10: the actual device was not available; therefore a device analysis could not be completed for that sample. However, two (2) companion samples were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed using tap water and no leak was observed. The reported condition was not verified on the companion samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 3000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked from the middle port. This issues was identified during setup and preparation prior to patient use. There was no patient involvement. No additional information is available.